Event description:
It was reported that the patient presented for lead revision on an unknown date, after a cardiac ultrasound revealed to pericardial effusion and cardiac tamponade caused by lead perforation. The physician commented that the lead helix was stiff, likely contributing to perforation. The lead was successfully repositioned. The patient was stable.